Manufacturer narrative:
The device used in treatment was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root, probable root causes may include, a blockage or a component failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device kept switching screen display from continuous 120 mmhg to blockage full. The nurse stated that they performed troubleshooting steps but the device would only temporarily stay in continuous. The nurse confirmed she feels the suctioning motion of the device, that it has been working. The nurse also stated that the device has not always been in an upright position so further troubleshooting instructions were given and she confirmed clp & tubing are free from obstructions. She confirmed that the dressing always looks compressed and suctioned and that the soft port dressing is not from another device, but from the renasys go kit. L discussed to them that sometimes blockage can also be caused when opening is not large enough and centered and may need dressing change, the nurse replied she will try to change the dressing. No further information is available.